Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported via regulatory agency right side events of "developed a swollen lymph node under my right armpit." I also have pain in my breasts, mostly in the right one." Patient additionally reported "feeling tired, depressed, having night sweats, loss of appetite, and fogginess;" these events are not considered device related. Device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "developed a swollen lymph node under my right armpit, pain in breasts, "feeling tired, depressed, having night sweats, loss of appetite, and fogginess." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency right side events of "developed a swollen lymph node under my right armpit." I also have pain in my breasts, mostly in the right one." Patient additionally reported "feeling tired, depressed, having night sweats, loss of appetite, and fogginess;" these events are not considered device related. Device remains implanted.